Manufacturer narrative:
The lead is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. Review of the lead under x-ray and fluoroscopy was inconclusive, however, the low out of range pacing impedance measurements were confirmed through testing of the lead on a pacing system analyzer (psa). The lead was explanted and replaced. No additional adverse patient effects were reported.